Event description:
Caller reported an alarm 2 indicating a potential occlusion issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Caller was instructed to take specific steps to troubleshoot the issue, including disconnecting the tubing and delivering a bolus, but declined to continue with troubleshooting. Customer changed supplies as necessary and resumed insulin therapy.